Manufacturer narrative:
The reported events were high capture threshold, high pacing lead impedance and a helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found to be retracted and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of high capture threshold and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a clinic follow-up, a high capture threshold and high impedance were observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to retract. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.